Manufacturer narrative:
The insulin pump passed the displacement test, self test, reset error test, off no power test, rewind and basic occlusion test. No motor error alarm was noted during testing. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The motor was tested outside of the device and passed. The functional testing could not be performed due to the prime anomaly. All operating currents were within specification. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, a cracked case at the reservoir tube window corner, and a stained and shifted end cap sticker.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a motor error during the prime. The blood glucose reading was 230 mg/dl. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.